Event description:
A customer reported a cartridge alarm 20 with their insulin pump. Blood glucose levels did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support resolved the issue by sending a replacement pump to the customer, who will continue using their current pump in the interim. The customer was instructed on how to manage the current pump and understood the steps to follow for returning the faulty device.